Manufacturer narrative:
The customer¿s report of an overinfusion was not definitively confirmed. The pcu event log showed that at 3:58 am on (B)(6) 2016 the pump module was programmed to infuse diltiazem 100mg/100ml at 10ml/hr. At 4:24 am, the device alarmed for air in line. The infusion was paused. At 4:39 am, the infusion was restarted and then paused again. The device alarmed for flo stop open and check IV set. The device was then channeled off. At 4:42 am, the device alarmed for flo stop open. An infusion of diltiazem 100mg/100ml at 10ml/hr was programmed. The device alarmed for patient side occlusion. The infusion was restarted and then paused. At 4:46 am, the device was channeled off. The volume recorded as being infused during this period was 4.328ml. Functional testing found the pump module to be delivering fluid within specification. Inspection of the device found the platen upper hinge post to be broken. A broken platen upper hinge post can cause intermittent unregulated flow depending on how the platen aligns when the door is closed. Although the report of unregulated flow could not be confirmed or replicated, the cause of the reported overinfusion is believed to be a broken platen post at the top hinge. The cause of the damage is unknown.

Event description:
Copy of sus voluntary event report received from FDA which states: "cardizem drip started at l0ml/hr, module malfunctioned and entire 100mg/100ml infused over a minutes. Module checked for accuracy with second nurse. Then checked with head nurse and pharmacist. All verified malfunction. Alaris pc guardrails."

Manufacturer narrative:
The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that cardizem 100mg/100ml was initiated at 4:00 am and was intended to run at 10ml/hr. The nurse responded to an ail alarm at 4:30 am and noted that the bag was empty. The patient was given a bolus of normal saline 500ml followed by normal saline at 100ml/hr, had a consult with pulmonary and critical care, and was moved to the ICU for closer monitoring. No additional medical intervention was required, and there was no lasting harm. The customer reported that the clinicians in attendance tested the pump with normal saline while disconnected from the patient and noted unregulated flow with this device.